Manufacturer narrative:
The device was manufactured between 11aug2018 and 12aug2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked at the administration port. The event occurred during filling. There was no patient involvement. No additional information is available.